Event description:
It was reported that the implant's proximal ha coating area had a foreign body like as cotton fiber. Doctor removed the foreign body and used the implant.

Event description:
It was reported that the implant's proximal ha coating area had a foreign body like as cotton fiber. Doctor removed the foreign body and used the implant.

Manufacturer narrative:
It was noted that the device was implanted and is not available for evaluation of the reported event. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
A visual inspection was performed on the returned packaging, but there was no foreign material noted. Review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterility records showed that the sterile lot was within specification. A review of the complaint history records indicates that there have been no other events for the reported lot. The exact cause of the event could not be determined because no foreign material or photograph of the foreign material was returned with the packaging.